Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her daughter's blood glucose reached 376 mg/dl with moderate ketones. There was also hives developing under the adhesive pad so she called her doctor who instructed the amount of insulin to give her for her high bg due to the allergic reaction. She treated her with 2 manual injections. The pod was removed and she noticed the cannula was kinked.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.